Event description:
It was reported that the patient's ipg was not connecting with the external devices during a lead revision. The ipg was placed into surgery mode. The ipg was then explanted and replaced during the procedure.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The report of ¿inoperable ipg¿ was confirmed. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. The service application condition was a result of the lead revision procedure the patient reported having prior to the device becoming inoperable.